Event description:
The patient stated that about a week or two weeks ago, he experienced the infusion device shutting down (power pack dying) without warning. He stated that his blood glucose values were 23 mmol/l (414 mg/dl). His normal range is 4-5 mmol/l (72-90 mmol/l). The patient stated he was feeling "really bad" with the elevated blood glucose. The patient switched to insulin injections and was able to reduce his blood glucose values within a couple of hours. The patient stated that, he switched to a different infusion device and did not retain the power pack. No medical intervention was required. No product is available for evaluation.

Manufacturer narrative:
Product not returned for eval.